Event description:
Pt had original bone plate implant for comminuted segmental fracture, right femur, midshaft on 4/4/93. Around 6/4/93, pt was seen in dr's office and it was noted that the plate was bending. On 6/7/93, pt felt something "click and pop" in his right thigh when he turned over in bed and lifted his leg. Diagnosed 6/7/93, with comminuted fracture of the right femur, failed 14 hole plate with broken plate. X-rays show a 14 hole plate in position. The plate was broken at the fracture site 4 holes from the top. Top 3 holes had screws in position and next 2 were at the comminuted fracture site, void of screws. Remaining 9 holes had all screws in position. A new 16 hole bone plate was put into position.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.